Event description:
The reporter stated that the system was rebooting, indicating that the device was no longer functional. No adverse pt events were reported.

Manufacturer narrative:
No conclusion can be drawn. The device was not returned for eval. The device is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their expired equipment because it can no longer be repaired.